Event description:
It is reported that the device was implanted 2007, and explanted the following year. The patient came into clinic complaining of knee pain one month prior. X-rays revealed possible tibia loosening. Knee was opened up and mild inflammation was found. The tibial component virtually had no cement on the bottom side except for a few traces. The poly was removed and there was significant wear on the backside and articulating surface. Cultures were taken and came back with no infection and no poly particles. No stem extensions was used. There was no evidence of osteolysis to explain the loosening. A new tibia with a stem extension was replaced.

Manufacturer narrative:
Evaluation summary: it is reported that the knee was revised 10 months post-op due to tibial plate loosening. The patient is a female with large build. As returned, the tibial component does not show any bone cement on the backside surface except for a few traces. The proximal surface onto which the articular suface seats shows rotational shiny marks. The returned articular surface shows wear and pitting on the articulating surface and backside surface. Post-op x-rays are not available for review. The sem analysis of the articular surface shows the presence of third body particles on the articular surface as well as the backside surface which possibly caused the wear on the articular surface. The cause of the tibial plate loosening could not be definitely determined based on the available information. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy analysis (sem) / energy dispersive spectroscopy (eds) analysis was performed.